Manufacturer narrative:
The incident sample as well as additional information was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the patient received a minor second degree burn. The issue occurred during a procedure where the device was used. The burn occurred on the right side of the patient's back.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The product in the picture appeared to meet specification. The picture showed the surface of on e7507db return electrode. The entire surface of the electrode was covered in polyhesive gel. No metal was exposed on the electrode surface. The parts of the pad visible in the picture appeared to have been assembled correctly. The customer reported a device related burn. The reported condition was not confirmed. Inspection of the customer provided photo did not identify any defects with the pad that would have contributed to the reported event. The visible portions of the pad appeared to have been assembled correctly. The device used in the reported procedure is a rem pad. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, the rem alarm will sound and the generator will not activate. This is designed to prevent pad site burns. The investigation did not identify any defects the e7507db that would have contributed to the reported failure. The device in the customer provided photograph appears to meet specification. The IFU states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. If information is provided in the future, a supplemental report will be issued.